Event description:
Patient underwent surgery to have their device explanted due to an infection. The generator was explanted but the leads were left intact. A device history records (DHR) review was performed and the generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.